Event description:
An account reported that the siderail on this stretcher would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. Siderail assembly was cleaned, lubricated, and the latch bolts were tightened which resolved the problem.